Event description:
The vasoview hemopro noted that it was not set to be engaged but continued to cauterize. The team immediately moved the device but the operating room drapes were burned through, and the patient suffered a 1.5 cm x 0.5 cm burn on her upper right arm. The surgeon stated it was unsafe to undrape the patient as the chest was open and requested baci ointment to the site with a tegaderm. FDA safety report ID # (B)(4).